Event description:
During the sports-med shoulder arthroscopy and while inserting an anchor into the patient's bone, the tip of the mectalock peek ø2.9 - short driver broke off at the thread/hub interface and was unable to be retrieved from the implanted anchor. The surgery was anyway completed successfully.

Manufacturer narrative:
Batch review performed on 06-dec-2023. Lot 2227483: (B)(4) items manufactured and released on 06-feb-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Analysis performed by r&d manager: the breakage of the inserter occurred in correspondence to the change of section between the distal cylindrical portion and the thread, leaving the most distal pin (thread + cone) within the peek anchor. The breakage in this section suggests that the assembled inserter and anchor have been subjected to considerable lateral loads. A possible cause could be that the direction of impaction of the anchor was not potentially fully aligned with the pilot hole axis, previously drilled. Specially in case of very hard bone, hitting the anchor against a solid wall o the pilot hole's rim could generate excessive side loads on the anchor and the inserter itself. Hammering the inserter in this configuration may result in an unforeseeable lateral hitting load condition, bringing to the weakest section breakage. The constrained condition of the pilot hole prevented the anchor from failing (internally also supported by the metal pin) concentrating the loads on the interface section between the anchor and inserter.